Event description:
It was reported that when replacing the associated device related to this right atrial (RA) lead insulation nicks were noted for which a silicone repair kit was used to fix the observed anomaly. Subsequently the implant pocket was irrigated using an antibiotic solution. The procedure was then successfully completed. This RA lead remains in service. Other than the intervention no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.